Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: medications used in the department: teniposide, etoposide, carboplatin. Cracking and leakage during infusion process. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Six (6) samples were submitted to the manufacturer for evaluation. Also, two additional manufacturer sets were returned. Through leakage testing of the samples, all samples had leakage observed. Upon further evaluation, each of the six samples had varying degrees of cracking on the female luer, which caused the leakage. Five (5) retained samples with the same lot number were also examined. Through leakage testing, no leakages were observed on the retained samples. No visible cracks were observed during visual examination. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Although a crack was observed on the caresite, it was determined that the defect was not the result of a failure in the production/manufacturing process. Incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.